Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had problem with reservoir lip ring. The customer¿s blood glucose level was 153 mg/dl. The customer stated that insulin pump had insulin flow blocked alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reservoir lip ring damage was reported.